Event description:
It was reported that the artificial urinary sphincter (aus) device had a failure. All components were explanted and replaced. The patient had a good outcome following the procedure.